Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a small aortic valve complex and a membranous septum length of 1.3 mm, at 80% deployment, left bundle branch block was noted. The valve was implanted; however, the lbbb persisted. A temporary pacemaker was inserted into the patient. After the procedure, the patient underwent follow-up observation.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.